Event description:
On (B)(6) 2010, the patient presented to the lab for an unrelated ICD procedure. Under fluoroscopy, the hv pace/sense portion of the lead that was previously capped, showed that the lead tip and lead body appeared to be separated. The physician has opted to leave the lead in place since the patient is not using the pace/sense portion of the hv lead. The patient will be monitored.